Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer hardware failed. A field service engineer found that auxiliary drawer 7 had failed and was showing as not registered as closed. The fse also discovered that the magnet on the inseparable latch was missing. Subsequently, the fse replaced the inseparable latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary had drawer failure, which contained critical medications and had been located in the emergency department, a critical and high-volume area. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.